Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result from a single pt sample that was generated by the unicel dxi 800 access instrument. A pt sample was tested for accu tni and a result of 0.55ng/ml was obtained. The result was reported out of the lab and questioned by a physician. The original sample was retested on the same day, and the repeated accu tni result was 0.04ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc and system check info have not been provided. The specimen was collected in bd, lithium heparin tube without gel separators. A field svc engineer (fse) was dispatched to the customer's lab. The fse performed diagnostic and precision testing, and conducted pipettor verifications; all results passed within specs. The fse had bio-medical engineer verify centrifuge speed which met specs. The beckman coulter inc. (Bci) applications specialist (as) reviewed with the customer pre-analytical sample handling process. The customer is considering using separator tubes and/or filters in the future. Although pre-analytical factors may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.